Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels in the 600's mg/dl range and moderate to large ketones considered dangerous. A correction bolus via the pump was delivered and a manual injection was administered to address the bg level. A system check was performed using the current supplies and the pump performed as intended. The contact declined removing the infusion set site to inspect the cannula for any damage. Recommendation was made to consult with their health care provider to discuss diabetes management.